Event description:
It was initially reported that the device failed the operational check for defib and pads. Upon further investigation, it was observed that the auto test revealed therapy pca failures which contribute to the operational check failures. There was no reported patient involvement.